Event description:
A physician attempted to deploy the xact stent into the carotid artery. The stent partially deployed. The physician withdrew the device and used another xact stent which deployed successfully. The pt did not experience an injury. The pt was discharged and is doing well.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.